Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on an unknown date the patient underwent fusion surgery in which rh-bmp 2/acs was used. As per op-notes, ¿ pedicle screws were then placed at l4 and l5. Each screw was placed in a similar fashion where a pilot hole was created. The hole was tapped and the hole probed. The screw was placed. The pedicle hole was assiduously palpated to make sure that there was no abnormal penetration. Once the screw was inserted, the canal was again inspected to make sure that there was no penetration of the pedicles or cracking of the pedicles. Band clamps and rods were then utilized to engage the entire construct to make it quite tight. This was segmental posterior pedicle screw instrumentation. This was not nonsegmental instrumentation. The instrumentation utilized was depuy titanium posted screws with band clamps and rods. The transverse processes were then decorticated, and a bilateral lateral fusion was performed at l5-s1 using autogenous iliac crest bone graft and supplemented with rhbmp-2/acs.¿ no patient complications were reported.